Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery (vats) procedure, after three correct firings, the stapler blocked. The stapler was able to fire. In order to resolve the issue and complete the case, a new handle was used. There was no patient injury.